Event description:
It was reported that during a venous angioplasty treatment procedure, a balloon rupture and balloon separation occurred. The target lesion was an in-stent restenosis of an unspecified stent located in a mildly calcified unspecified vessel "close to subclavian vein". A 14-4/5.8/75 xxl¿ vascular balloon catheter was used for dilation. The balloon was first inflated at 4 atmospheres in the target lesion, however, the balloon ruptured and broke into two. They were able to retrieve three quarters of the balloon but there was "about a quarter" that remained inside the patient's body. The physician stented the area around where the debris was, and isolated the debris against the vein wall. The procedure was completed with a different device and no patient complications were reported. The patient was discharged on antibiotics regimen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a venous angioplasty treatment procedure, a balloon rupture and balloon separation occurred. The target lesion was an in-stent restenosis of an unspecified stent located in a mildly calcified unspecified vessel "close to subclavian vein". A 14-4/5.8/75 xxl vascular balloon catheter was used for dilation. The balloon was first inflated at 4 atmospheres in the target lesion, however, the balloon ruptured and broke into two. They were able to retrieve three quarters of the balloon but there was "about a quarter" that remained inside the patient's body. The physician stented the area around where the debris was, and isolated the debris against the vein wall. The procedure was completed with a different device and no patient complications were reported. The patient was discharged on antibiotics regimen.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned in two sections. The first section of the device included the bifurcated hub including a small section of the shaft. This piece of the device measured 14.7 cm in total length. The second section of the device comprised of a broken section of the shaft, located at 4.5 cm proximal to the proximal touch-up and this broken section of the shaft extended 1.5 cm into the balloon material, where another break was identified at this location. The distal section of the break, including the tip and distal bond site was not returned for analysis. A complete balloon circumferential tear had occurred in the balloon at approximately 5 cm distal to the proximal edge of the proximal balloon sleeve. The distal section of the balloon tear was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).